Event description:
Went to primary care physician for an eye infection. Then had to go to an ophthalmologist for further treatment. In total had five office visits. Ophthalmologist diagnosed it as chicken pox of the eye, but after reviewing the symptoms described regarding the fungus, I had the same symptoms. I also used bausch & lomb renu with moisture loc.